Event description:
A customer reported a malfunction on their insulin pump, identified by malfunction code "malf 12." Despite the malfunction occurring at least three times, there was no adverse impact on the customer's blood glucose level. As a corrective action, the customer chose to reset the pump to continue using it temporarily and was advised by technical support on the steps to store and return the faulty pump. Technical support confirmed shipment details and sent a replacement pump with updated software. The customer was instructed to return the problematic pump using a pre-paid label and acknowledged the instructions.